Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of "distal cover burn" was confirmed. The probably cause was most likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. However; a definitive root cause could not be determined. The event can be detected and prevented by implementation in accordance with the below IFU. The detection method in the instructions for bf-bf-q290 operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. In the instructions for bf-h290 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a burnt plastic distal end cover. There were no reports of patient harm.